Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system had a pocket erosion. The patient reported seeing wires "pushing out of [their] chest". The patient is moving and will plan to schedule a follow-up to review the system in their new city. The ICD and the right ventricular (rv) lead remain in service. No additional adverse patient effects were reported.